Event description:
It was reported that during a left transcarotid artery revascularization (tcar) procedure, the enroute 0.014" guidewire appeared to prolapse during insertion and upon imaging, a dissection was noted in the common carotid artery (cca). The physician repositioned the arterial sheath and an unplanned additional stent was placed to address the dissection. There were no further complications reported.